Manufacturer narrative:
H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. No pump alarms or leakage from the tubing were observed. Additionally, the extension set was individually leak tested and no leaks were observed. No further action was taken.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the chemo leaked at last treatment, they were not sure if it came from the line or port as the chemo infiltrated into the patient's chest. They had the tubing and pump for return if wanted. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.